Manufacturer narrative:
Clarification to partial date of occurrence: (B)(6) 2021.

Event description:
Physician's office reported, once device is explanted, it will be available for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "my previous surgeon confirmed that the implants were filled to 600 cc (right) and 575 cc (left), which is significantly above the manufacturer¿s recommended maximum fill of 455 cc." And "capsular contracture" and later reported "grade 3" . This record is for the right side. Device remains implanted.